Event description:
It was reported that both appropriate and inappropriate high-voltage (hv) therapy was delivered by the device. As a result, the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of inappropriate therapy was confirmed. However, review of the egms showed the therapies were inappropriately delivered as a result of the device¿s programmed settings. The device behaved as expected and according to its programmed settings. The reported event of premature battery depletion could not be confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.